Event description:
It was reported that the pump touch screen was scratched affecting the customer ability to interact and read the pump screen. There was no adverse impact to the customer's blood glucose level. Customer will continue to use current pump for insulin therapy.